Event description:
It was reported that allegedly an expired product was used in the patient during an angioplasty procedure in left femoral artery. The procedure was completed using the same device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Per the reported event details, this use of an expired device is determined to be user error as the user did not verify the expiration of the device prior to use. Therefore, the investigation is confirmed for the reported expired product issue. Per the product instructions for use, devices are to be used by the "use by" date. The user used an expired product. Therefore, the definitive root cause was determined to be use-related. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: b5, d4 (expiry date: 10/2020). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 10/2020).

Event description:
It was reported that allegedly an expired product was used in the patient during an angioplasty procedure in left femoral artery. There was no reported patient injury.